Manufacturer narrative:
The device was not implanted. The coupler device was not returned for evaluation. According to the device history record, the devices met specification prior to market release. One hundred percent functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.

Event description:
Same problem and reporter as the following manufacturer report numbers, but separate events: 2183620-2010-00002, 2183620-2010-00003. On (B)(6)2009, a physician was performing a vessel anastomotic procedure using a 3.0 mm coupler on an unspecified breast. The 3.0 mm coupler was unable to stay in the winged jaw assembly. The physician reported that the coupler ring slipped slowly when the rings were going to be joined, enough so that the pins no longer fit with the holes. This occurred with 2 subsequent stes of 3.0 mm couplers from the same distribution box. The physician proceeded with the anastomosis by using a 2.5 mm coupler and successfully finished the anastomosis. The procedure was delayed by approximately half an hour. The patient's status is reported as "ok".